Event description:
The customer reported to baxter (B)(4) on (B)(6) 2010 an incident where the tip on the set broke off with this flogard IV solution administration set. This incident occurred during priming. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. Through visual inspection the reported condition was confirmed. The spike was broken in more than one place and was stuck in the bag port. It was determined that the spike broke when it was introduced into the bag while applying lateral forces. A batch review was performed on the reported lot and no deviations were noted. A trend review was performed and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
The sample was returned to baxter (B)(4) and is pending evaluation. A follow up report will be filed once the sample is evaluated or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).